Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v881400, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their device explanted for an unknown reason. The hcp was trying to do an MRI of the lumbar spine, which was noted to not be a result of a problem with the device or therapy. However, about two inches of the patient's lead was still implanted. The explant happened in 2014. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.